Event description:
It was reported that the ilet wireless charging pad displayed a blinking green indicator and did not charge the ilet, after which the user reported that the charger resumed charging. Investigation of this case revealed a transient charging issue with the charging pad that resolved with standard use guidance, with no device damage or malfunction confirmed. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related or situational use conditions leading to temporary charging interruption.